Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that non-sustained ventricular tachycardia episodes occurred due to noise on the right ventricular (rv) lead and variable thresholds were also noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple high/undefined impedance warnings and noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that multiple rv impedance spikes occurred. The rv lead was revised and remains in use.